Manufacturer narrative:
The vertek arm for the navigation system was returned to the manufacturer for evaluation. It was reported that the screw of the arm was bent, resulting in difficulties threading it. However, the screw was not stripped. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the vertek arm for the navigation system was reported to have stripped portions, preventing locking. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Correction: system part number and associated fields updated to proper value. Additional information: manufacture date provided.